Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient notification alert for a single, low pacing lead impedance measurement was observed. No intervention was performed. The alert was cleared, and patient will continue to be monitored. Patient¿s condition was stable.